Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that sizing was performed using a 24mm balloon. The 24mm balloon occluded the native valve, therefore, a decision was made to switch to a 29mm valve.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a procedural delay occurred as a result of the infolds. It was reported that a small dissection was observed next to the sinotubular junction (stj). No treatment was reported for the dissection.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: (B)(6); product type: heart valves product ID: evolutr-34; product lot/serial number: (B)(6); product type: heart valves product ID: envpro-16; product lot/serial number: (B)(6); product type: heart valves product ID: unknown 29 mm medtronic transcatheter aortic valve; product lot/serial number: unknown; product type: heart valves; implant date: (B)(6) 2023 product ID: unknown 29 mm medtronic delivery catheter system (dcs); product lot/serial number: unknown; product type: heart valves product ID: unknown 23 mm non-medtronic vacs iii valvuloplasty balloon; product lot/serial number: unknown; product type: valvuloplasty balloon product ID: unknown 24 mm non-medtronic vacs iii valvuloplasty balloon; product lot/serial number: unknown; product type: valvuloplasty balloon product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this 34 mm transcatheter bioprosthetic valve in a patient with a tricuspid aortic valve, the physician decided to start the procedure without a pre-implant balloon aortic valvuloplasty (bav). Upon first deployment attempt, the implant depth was too high, so the valve was recaptured. After recapture, an infold occurred. Subsequently, the valve system was withdrawn from the patient. Afterward, a pre-bav was performed with a 23 mm non-medtronic balloon (vacs iii). Then a different 34 mm valve was loaded and attempted to be implanted. However, the same set of circumstances occurred with the second 34 mm valve as with the first 34 mm valve: upon first deployment attempt, the implant depth was too high, so the valve was recaptured, and after recapture, an infold occurred. Then another bav was performed, this time with a 24 mm non-medtronic balloon (vacs iii). Then it was reported that the valve was "fully occluded." Subsequently, the physician decided to exchange the 34 mm valve for a 29 mm valve, which was successfully implanted with a good result. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that the physician did not know the cause of the stj dissection. The dissection was conservatively managed, without surgery, however further details were not provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was deployed and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return jar submerged in red cloudy 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were stiff yet slightly flexible with signs of severe creases. Severe creasing possibly associated with the valve being in the crimped loaded position for an unknown duration of time. In its received state, all leaflets appeared partially closed with a large gap between the free margins. Remnant coagulated bloody tissue noted on all commissures. Commissures were intact. The valve skirt was received with an observed infold. The outflow aspect showed an elliptical appearance with the inflow exhibiting a kidney-shaped appearance. Creases and frame imprints were found along the valve skirt. To address the sizing issue allegation, a sizing verification was performed. The valve was submerged in a warm saline bath; the valve frame expanded. A validated production inspection fixture (fixtures for evolutr inspection frames) for size 34 millimeter (mm) was used to confirm the frame size diameter. Analysis confirmed the frame size diameter meeting the requirements for an evolutfx-34 valve. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: fluoroscopic images and cine loops of the valve load inspection, implant, and post-implant balloon dilatation (pid) and excerpts from the executive summary report were provided for review of the event described. Patient summary was not provided for anatomical review. The provided image of the valve load inspection shows no indication of an initial misload (e.g. Inflow crown overlap greater than node 4). A distinct infold is visible in the valve in cusp overlap at about 80% deployment. An image of the annulus plane was not provided but one from about 5 mm above the annulus. In the calcification image, a heavy calcium burden in all three cusps can be recognized. The described dissection near the sinotubular junction (stj) cannot clearly be seen in any of the provided images. To ensure that the valve load inspection didn¿t show any anomalies, a fluoroscopic clip with a rotating capsule would have been more helpful than a still image. Evolut frame infolding can be caused by a variety of factors, including valve oversizing, crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. After the last successful pid with combined balloon sizing resulted in a valve downsizing and successful evolut 29 mm implant, it¿s possible that the original annulus size may have been overestimated. Since actual annulus-level images were not provided, the severe annulus / cusp calcification and a valve oversizing cannot be ruled out as potential contributing factors of the repeated valve dislodgements. Other possible reasons for the valve¿s repeated embolizations could have been: not enough forward push on the fx delivery catheter during final deployment, or the non-retracted guidewire that can still be seen in the left ventricle at 80% deployment. It was also not reported sufficient pacing during the final deployment phase was applied by the operators. Finally, the repeated deployment and recapturing of the valve, plus the two valvuloplasty¿s may have contributed to the described stj dissection. All the procedural risks mentioned above are also listed in the evolut platform¿s instructions for use (IFU). The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: the reported event of valve infolding stj dissection were assessed by medical safety. Upon review of the information provided, the primary event of valve infolding, after one recapture for high implant, requiring recapture and removal (as instructed in the IFU) and placement attempt of a 2nd valve/system (evolut r), is assessed as likely related to the first valve (evolut fx 34). Upon review of the information provided, the secondary event of valve infolding, after one recapture for high implant, requiring recapture and removal (as instructed in the IFU) and successful placement of a 3rd valve/system (evolut 29 (model unknown)), is assessed as likely related to the 2nd valve (evolut r 34) valve. Upon review of the information provided, the event of stj dissection, conservatively managed, is assessed as unknown related to either evolut fx and r valves and dcs. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, it was reported that the infolding occurred during the second deployment attempt. The heavy calcification noted in the image review is a likely contributing factor. Valve oversizing cannot be ruled out as a potential contributing factor. Adequate sizing of the patient annulus is dependent on procedural (imaging, etc.), anatomical variation, and technical factors. The device IFU provides instructions and dimensions for proper sizing of the annulus for an optimal valve fit. Vascular injuries such as dissection are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.